Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative that reported that they were able to achieve 8 coupling bars and charged to 25% in 30 minutes, so they thought the poor coupling and the implant taking longer to charge was more of a positional issue. No temperature screen appeared after meeting with the manufacturer representative. The patient stood for 15 minutes and there was no issue and then she sat for 15 minutes and she still continued to have 8 bars. The implantable neurostimulator was not tilted, and the manufacturer representative was able to successfully reprogram without using electrode 12.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient would get 8 coupling bars and then dropped to 0 coupling bars which made it take a long time charge her implant. This had been occurring since (B)(6) 2016. The implantable neurostimulator felt superficial, but the bottom was deeper and the implantable neurostimulator was tilted. The patient was also seeing the temperature screen every time that she charges starting in (B)(6) 2016. She charges with/without clothing and with/without the charging belt. The stimulator only holds a charge for 2-3 days, whereas before, it was 1-2 weeks. This had started occurring in (B)(6) 2016. Impedance was assessed on all contacts and electrode 12 was showing greater than 10,000ohms. The patient was programmed with contact 12 and electrodes programed were a1: 3+, 5+, 11+, 13+ and 4- , 12-. Recharging statistics were also reviewed and it was determined that the patient was charging with coupling bars that varies from 0-3 coupling bars. The manufacturer representative did not see any temperature on the recharging statistic. There was no trauma or fall associated with this event. Reprogramming was suggested and to eliminate electrode 12. It was suggested that the patient use a recharging belt with spacers and that the patient charges with a thin cotton t-shirt and does not block the airflow on the recharger during the charge so that she doesn't continue to see a temperature screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.